Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. He does not know what his blood glucose level was at the time. The customer said that he was sleeping with the insulin pump in his pocket when it started to alarm. Advised to discontinue use of the insulin pump and that it would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.